Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated, caught on fire and melted the jaws. This occurred when it was placed on the table during harvesting. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returned.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).